Event description:
It was reported that the patients right atrial (ra) lead had dislodged and caused high threshold levels. A lead revision/repositioning was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead displayed high impedance, undersensing and non-capture. The lead was extracted and replaced. No patient complications have been reported as a result of this event.